Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first reload was able to fire completely without any problem, but on the second firing, there were some malformed staples in the staple line. The stapler was able to fire, there was poor staple formation centrally, there was a malformed staple line on one reload and not all staples completely closed. The second reload used reinforcement material in conjunction with the stapling device and staple line was incomplete centrally. The staple line was oversewn with suture to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. It was observed that the instrument could be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.